Event description:
Hosp reported during a cardiac cath (lv angio), an air injection took place. Hosp had the syringe filled with 32ml's and injected 30 ml's, saw fluid in the lines, then saw air moving up the lines and injected the pt with 30 ml's of air. Pt came in for an outpatient procedure. Pt is now suffering from a stroke.